Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported death/expired, myocardial infarction, thrombosis/thrombus, and stenosis, and their relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. The reported patient effects of death, myocardial infarction, stenosis and thrombosis are listed in the xience instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled 5-year outcomes with a novel coronary sirolimus-eluting bioresorbable scaffold.

Event description:
The neovas randomized trial evaluated the long-term safety and efficacy of the non-abbott sirolimus-eluting bioresorbable scaffold (brs) compared to cobalt chromium (cocr) everolimus-eluting stents (ees), specifically the xience drug-eluting stent by abbott vascular, in 560 patients with noncomplex coronary artery lesions. Over a 5-year follow-up, target lesion failure (tlf) rates were (B)(4) for non-abbott and (B)(4) for cocr ees, with no statistically significant difference. Cardiac deaths occurred in 1.8% of non-abbott patients and (B)(4) of cocr ees patients, while device thrombosis rates were 1.5% and 0.7%, respectively. Although non-abbott stent showed promising absorption and restoration of vasomotion by year 3, the study emphasized the need for larger trials to confirm its safety, especially given the historical concerns with plla-based brs devices. The study concluded that while outcomes were comparable, caution is warranted due to the modest sample size and exclusion of high-risk patients. No additional information was provided.